Manufacturer narrative:
The pt is a female who was presented to another hospital with acute anterior wall st segment elevation myocardial infarction. They began tenecteplase therapy and a cardiac catheterization was performed that showed two lesions in the left anterior descending coronary artery (lad). Three stents (3.0 x 23mm cypher, 2.75 x 23mm cypher, 2.5 x 12mm unknown) were placed in the proximal and mid portion of the lad jailing a medium-sized diagonal branch that had severe ostial stenosis, in which balloon angioplasty was performed at the origin of the diagonal branch and final balloon inflation performed in the lad. The patient was discharged and then presented at another facility with complaints of acute onset of oppressive chest discomfort. The patient was compliant with her clopidogrel therapy until this point. Her electrocardiograph showed extensive anterolateral st segment elevation. Tenecteplase therapy was started, which relieved her symptoms, but there were still persistent st segment elevations. The patient was then transferred to another facility to emergent coronary angiography and possible rescue angioplasty. At the facility, a bilateral selective coronary angiography, percutaneous thrombectomy of lad, and percutaneous transluminal coronary angioplasty of the lad and diagonal branches using kissing balloon angioplasty was performed. During the procedure it was found that there was subacute stent thrombosis, bifurcation stenosis in the mid left lad, mild diffuse disease in the ramus intermedius and high grade mid vessel stenosis in the left circumflex. The kissing balloon angioplasty was performed in the lad and diagonal vessels with stable hemodynamics demonstrated throughout the case. Following the procedure, the patient was taken back to the telemetry floor in stable condition. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report #3003741446-2007-00233.

Event description:
The patient had thrombosis one day after receiving two cypher stents.